Event description:
Reported burn to liver during unknown procedure using fixed tip electrode. Sales representative spoke with the surgeon, who stated damaged tip insulation was noted before the procedure, but the instrument was used. The alleged burn was in the area of the surgeon's view during the procedure. No further patient information is available at this time.

Manufacturer narrative:
Damaged tip insulation is noted on the instructions for use for this device to be an end of life indicator, and it is recommend to discontinue use.